Manufacturer narrative:
The product was not returned, so no evaluation is possible. The customer's mother believes there was a "crackling" noise during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin". The user is also instructed in the user guide no monitor blood glucose levels frequently. By following these recommendations, the user become aware of their high blood glucose and started a new pod or backup therapy if needed.

Event description:
Customer's mom called to report daughter had ketoacidosis while wearing a pod. Mother stated daughter filled pod on her own which may have been difficult to fill and crackled during fill. Her daughter's blood glucose levels (bgs) ranged from 73 mg/dl prior to changing pod up to "high" by the evening and bgs stayed "high" until morning even with bolus insulin doses. Mother decided to remove pod and treat high with new pod. Mother gave a 5 unit correction bolus and daughter's bgs were back to normal shortly after activation of the new pod. No further information available.